Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer reported that she did not receive a low battery alert. Blood glucose level at the time of the incident was 329 mg/dl. Customer reported that she had been experiencing high blood glucose levels for two days leading up to the call. The insulin pump was not replaced or returned for analysis.